Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, infection, hernia, chronic pain, adhesion, scarring, disfigurement and additional surgery. The instructions-for-use (IFU) supplied with the device lists infection, hernia, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection, the warnings section of the instructions-for-use (IFU) states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This MDR represents the bard soft mesh (device #2). An additional MDR was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the plaintiff was implanted with bard/davol ventralex st and bard/davol soft mesh (the "product"). It is alleged that on (B)(6) 2013, the plaintiff was implanted with bard/davol ventralex st (device#1) in the course of an umbilical hernia repair surgery. Further to the implantation with the product, plaintiff suffered the development of hernia recurrence, mesh infection, gastrointestinal complications, mesh adhesion and chronic pain. It is alleged that, on (B)(6) 2014, the plaintiff underwent corrective revision surgery. It is alleged that, on (B)(6) 2017, the plaintiff underwent another surgery involving the implantation of bard/davol soft mesh (device#2). It is alleged that the plaintiff "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges the plaintiff suffered permanent injuries including scarring, disfigurement..." Attorney alleges "the plaintiff's adverse reaction, complications, and further surgery directly and proximately resulted from the defective and dangerous condition of the product"; the plaintiff sustained injuries including hernia recurrence, mesh infection, gastrointestinal complications, adhesions, chronic pain and permanent physical disability due to the product. It is alleged that the plaintiff continues to undergo medical care and treatment. It is also alleged the device was defective.